Manufacturer narrative:
Customer service provided instruction for parts/accessory use/care/maintenance to the customer. The customer was sent a new symphony pumping kit to help resolve the issue and was advised to sanitize the parts after each use. In follow up with a complaint handler on (B)(6) 2017, the customer indicated that she did not think or feel that the pump is what caused the issue and her doctor said "lets treat it as thrush, just in case;" however he did not diagnose it as such. She was treated with non-prescription gentian violet. The customer was contacted by a medela clinician on (B)(4) 2017 to find out if she received her replacement kit and if the thrush had resolved. The customer responded on (B)(6) 2017 that she did receive the replacement kit and she was sterilizing the parts as needed. The customer further indicated that she was prescribed an oral fluconazole and was using creams recommended by her doctor and the thrush was resolving. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that she and her baby had thrush and were being treated with an anti-yeast medication. She wanted to know if she needed to sanitize the tubing for her symphony breast pump.